Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right atrial (ra) lead dislodged. The physician attempted to reposition the lead, the helix would not extend and was explanted. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.